Event description:
Medtronic received information that approximately 10 years following the implant of this 23 millimeter (mm) transcatheter bioprosthetic valve, an elevated gradient was reported, which lead to valve deterioration. The mean gradient was reported as 43 mmhg and the peak-to-peak gradient was reported as 46 mmhg. A 20mm non-medtronic transcatheter valve was implanted valve-in-valve. Following the replacement valve implant, a post procedure gradient of 0 mmhg was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The image review showed one angiographic cine and a computed tomography scan was provided for this review. The cine shows a reported 20mm non-medtronic transcatheter valve being deployed. No hemodynamics were provided for review. Computed tomography angiography (cta) analysis was extremely challenging due to very poor imaging (non-contrast, 3 mm slice thickness, and motion artifact). The patient has a medtronic transcatheter bioprosthetic valve. Unable to assess implant depth with non-contrast imaging. Heavy calcium seen on prosthetic leaflets. This correlates with the findings of an elevated mean gradient. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc). A pre-implant balloon aortic valvuloplasty (bav) was performed. With the limited information available, a conclusive root cause cannot be determined, but the heavy calcium seen on the leaflets in the image review may have been a contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.